Event description:
It was reported that during a routine follow-up, this right atrial (ra) lead exhibited increased pacing thresholds and decreased sensing amplitude measurements. Using fluoroscopy imaging, it was observed that the ra lead appeared to have dislodged. A lead revision was performed, the ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a routine follow-up, this right atrial (ra) lead exhibited increased pacing thresholds and decreased sensing amplitude measurements. Using fluoroscopy imaging, it was observed that the ra lead appeared to have dislodged. A lead revision was performed, the ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return.